Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed. There were no visible signs of the effusion on the patient. The pericardial effusion was confirmed by intracardiac echo. The medical intervention provided was a pericardiocentesis and 310ml of fluid was removed. The physician added that dark blood was aspirated and that it was right atrial blood instead of the left. The patient went to the intensive care unit (ICU) overnight but it is unknown if they were discharged the very next day. The patient was monitored until discharged and had fully recovered. The physician did not know at what point in the procedure the effusion happened due to no significant change in vital statistics and an unknown cause. The event occurred during use of biosense webster products after ablation was performed at the end of the ablation phase. There was no evidence of steam pop. Transseptal was performed with brk needle (98cm) via a vizigo sheath. Standard irrigation settings were used. There were no error messages observed on biosense webster equipment during the procedure. Graph, dashboard and visitag were used for force visualization. The vistiag stability settings were 2mm for 3sec, 3g for 25% of the time, tag size 3mm. Tag index was used for prospective color option. Event is conservatively reported under the ablation catheter. Since the cardiac tamponade may be life threatening it is MDR-reportable.